Manufacturer narrative:
Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). In-office testing resulted in lead noise oversensing on both the rvbipolar and rvtip/rvcoil electrograms. The lead remains in use. No patient complications have been reported as a result of this event.